Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported slow to process button pushes which was reproduced as a delayed keypad response. The cause was determined to be a failed keypad. The front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported upstream occlusion alarm. A review of the event history log identified upstream occlusion messages. The cause was determined to be an out of specification ultrasonic sensor calibration. The ultrasonic was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "slow to process button pushes and an upstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.